Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. The device was inflated thrice at 10 atmospheres; however, during inflation, contrast could not be seen. It was initially suspected that the contrast was too diluted; however, when the balloon was removed and inflated outside, it was found that it could not inflate. No visible pinhole noted with the device. As per physician, the balloon shaft was faulty or broken. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The outer shaft was stretched down 36mm from the strain relief for 23mm. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was slow to inflate and was unable to deflate. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there would have been difficulty inflating the balloon.

Event description:
It was reported that shaft break occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior tibial artery. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. The device was inflated thrice at 10 atmospheres; however, during inflation, contrast could not be seen. It was initially suspected that the contrast was too diluted; however, when the balloon was removed and inflated outside, it was found that it could not inflate. No visible pinhole noted with the device. The physician believed that the balloon shaft was faulty or broken. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.